Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). The manufacturer's field service engineer was able to duplicate the reported problem. The customer refused philips services and decided not to repair the device due to age.

Event description:
The device will not power on. No patient involvement.